Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with signs of hemolysis, elevated ldh, pfhgb and creatinine. Anticoagulation medication was administered. The pt remains ongoing and is being monitored.